Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Medical products: product ID: zimmer biomet tmj system right narrow titanium mandibular component, catalog #: 01-6545ti, lot #: 817540a; product ID: zimmer biomet tmj system small right fossa component, catalog #: 24-6562, lot #: 797600c; and product ID: zimmer biomet tmj system small left fossa component, catalog #: 24-6563, lot #: 795320d. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2022-00370, 0001032347-2022-00372, and 0001032347-2022-00373.

Event description:
It was reported that the patient is experiencing pain, vertigo, misalignment, and her bite is off. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.